Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. It was reported that the patient's device was replaced with a rechargeable device on august 3rd, further stating that patient had m inor complications with the surgery. The caller clarified that the complication was that patient got an infection just on the surface. The infection was confirmed and it was also confirmed that the infection had cleared. It was stated that because of the infection the patient had not yet charged the device yet. It was also reported that the manufacturer's representative (rep) was at the surgery and that the rep was made aware of the infection about a week ago when patient talked to them on the phone. Patient was supposed to meet with the rep on the 20th august to learn how to charge the implant but no one had showed up yet. A message was sent out to the rep to further assist the patient. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.